Event description:
Philips received a complaint on the mrx device indicating that the ECG cable broken. There was reportedly no patient involvement. The rse evaluated the device remotely. It was determined that this was a malfunction of the ECG cable, the customer referred to the local distributor for purchasing the replacement ECG cable. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cable. The reported problem was confirmed. The customer directed to purchase the replacement ECG cable at the local distributor. It has been concluded that no further action is required at this time.